Event description:
Complainant alleged after delivering one successful shock to pt. The device displayed "analysis halted," and "bridge test failed" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and this complaint is still under investigation.